Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush fell to pieces, rotating brush mechanism became detached from the main body and fell into mouth; defective brush head [device breakage], no adverse event [no adverse event]. Case description: a husband reported via e-mail on (B)(6) 2016 that an oral-b brushhead, version unknown fell to pieces after three months of use while his wife of unspecified age was brushing with an oral-b pro 6500 bluetooth rechargeable toothbrush, model d36.575.5x type 3757. He reported the rotating brush mechanism became detached from the main body and fell into his wife's mouth. The reporter stated the brush heads were replaced on the unit every six months, and the electric toothbrushes had given years of excellent service. No symptoms developed. On 14-nov-2016 received reporter's follow-up e-mail: the husband reported that he had kept the defective brush head, and he confirmed the tooth brush had never been dropped. No symptoms developed. On 30-nov-2016 received reporter's follow-up e-mail: the husband reported that the defective brush head was an oral-b dualaction brushhead, and this was the first time a brush head had ever failed. No symptoms developed.